Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 63 mg/dl and it was addressed with an orange as well as string cheese. Reportedly, the customer suspected that taking a walk caused the bg level. At the time of the report, the customer's bg level was 87 mg/dl and it was continuing to rise. Reportedly, the customer was currently off the pump. A system check with tandem&#38112;technical support indicated that the pump, cartridge, and infusion set functioned as expected. The customer reported that the pump was operating as expected and the customer declined a follow up call.